Event description:
It was reported that following a spinal cord stimulator (scs) system replacement procedure (MFR. Report number: 3006630150-2022-03502), the patient was experiencing stomach pain. The physician prescribed medrol pack and explained to patient that this was not unforeseen considering there was scar tissue from previous scs system. The patient was advised to expect some discomfort for a week and it will resolve.